Manufacturer narrative:
Additional information received from the customer confirmed that a third party company provided maintenance service to the hospital's equipment. The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the olympus endoscope reprocessor (oer) was used to improperly reprocess the colonovideoscope. The water filter expired in 2021 and had not been replaced in more than two years, subsequently leading to the mismanagement of replacing the water filter in accordance with the instructions for use. There were no reports of patient harm, injury, or infection. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was user error. It is likely the the user did not read the instructions for use thoroughly and used the water filter after its replacement limit period expired. The suggested event is detectable/preventable by handling in accordance with the following instructions for use. "Chapter 7 routine maintenance 7.2 replacing the water filter (maj-824) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below." Olympus will continue to monitor field performance for this device.